Event description:
Report received of an unrequested bolus dose delivery. The patient had an emerfency abdominal hysterectomy and was receiving demerol 10 mg/ml for pain management. The pump settings were for a bolus dose of 20 mg, 20 minute patient lockout, and a 300mg 4-hour limit. On the event date, as the nurse was moving around the pump to unplug it to take the patient to the bathroom, she bumped into the pump. The nurse heard a beep, but wasn't sure what was happening. The pump was bumped again as the nurse unplugged it, and heard the beep again. It was reported that the nurse then thought that the pump was giving a bolus dose, although the patient had not pushed the button. The patient pendant was still attached to the bedrail. The patient was noted to be "groggy and spacey". No treatment was given, and after a few hours the patient was reported to be "okay". The nurse felt that it was somewhat difficult to determine if the patient was overmedicated or not as it was discovered that the pt had a hearing problem and eventually went for an audiology consult. The pca pump was discontinued and the patient was started on oral pain medication. Though requested, there was no further information available.